Manufacturer narrative:
Sections with additional information as of 28-dec-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-020: user's test strip had poor storage.

Event description:
Consumer reported complaint for error message (e-3). The product is not stored according to specification (kitchen). The customer did not have another vial of test strips that had been stored and handled correctly. The customer had not been using the proper testing technique. During the call, a blood test was performed by the customer non-fasting and produced test result of 138mg/dl using true metrix air meter. At the time of the call the customer reported having a headache; medical attention was not needed at the time.

Manufacturer narrative:
(B)(4). Adverse event report is being submitted due to symptoms related to diabetes: headache. Meter and test strips were not returned for evaluation. Manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and the initial concern is resolved - unable to establish contact with customer at this time.